Manufacturer narrative:
The hillrom technical support representative performed troubleshooting over the phone with the account, asking the account to verify the external alarm was securely attached to the power control board. Per the hillrom service manual, perform annual preventive maintenance procedures to make sure all versacare® bed components are functioning as originally designed. Make sure the brake is not set, and then plug the bed into an applicable power source. A steady alarm comes on. Set the brake. The alarm stops. Repair or replace as necessary. A search of the hillrom maintenance records did not show hillrom performed any preventative maintenance on this bed. It is unknown if the facility performs preventative maintenance on their beds. The account found the external alarm was not securely attached to the power control board. The account securely attached the external alarm to the power control board to resolve the issue. Based on this information, no further action is required.

Event description:
Hillrom technical support received a report from the account stating the bed had no audible brake not set alarm. The bed was located in 2 east at the account. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).